Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flow. It was reported that the flows would not get over 1.2. The physician decided to replace the device with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The product was returned and visually inspected. During the inspection of the device, a kinked cannula was identified. The results of the investigation and evaluation of the device conclude that the cause of the low flow issue is a kinked cannula. This report is being filed as part of a retrospective review of historical records.